Manufacturer narrative:
Further investigation is pending.

Event description:
In 2007, a gore propaten vascular graft was implanted in the left arm for dialysis access. Three months later, a declotting procedure was done. Two months later, the propaten was removed due to several pseudoaneurysms.